Event description:
Cochlear implant magnet became displaced by minimal head trauma in three youngd boys. This is unique to this new design. Required revision surgery to treat.

Event description:
Cochlear implant magnet became displaced by minimal head trauma in three young boys. This is unique to this new design. Required revision surgery to treat.